Event description:
It was reported that the patient presented in the clinic for routine follow-up. Fracture was discovered on the left ventricular lead. The lead was capped and replaced on (B)(6) 2017. There were no adverse events associated with the patient before, during and after the procedure.